Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm cap was loose at 12:50 p.m. On (B)(6) 2024, the itinerant nurse received a laparoscopic operation, handed over to the ward nurse, and connected the patient to the operating room, and the operation preparation process everything was normal, at about 13:40, the patient was found to be agitated, the itinerant nurse immediately reported to the anesthesiologist and the surgeon, stopped the operation, the anesthesiologist immediately added the medicine, after a few minutes the patient was still agitated, because according to the needs of general anesthesia surgery, the patient's hand with an indwelling needle was wrapped in the dressing, and the wrapped surgical venous access was immediately checked, and it was found that the interface on the side of the unconnected venous access fell off, and the heparin cap was immediately tightened, and the anesthesiologist added the medicine again, the patient's condition improved, and the operation was successfully completed.